Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported that calibration was not performed accordingly. At the time of contact, no injury or medical intervention was reported. The device was not returned for evaluation. The receiver data log was provided by the patient. The data log was reviewed on (B)(4) 2016. The complaint of inaccurate cgm values was confirmed. It was also reported the patient entered bg meter values into the cgm system during periods rapid rate change. It should be noted that the dexcom g5 mobile continuous glucose monitoring system states: don't calibrate when your bg is changing at a significant rate: more than 2 mg/dl per minute. Look for rate of change arrows on your display device screen and don't calibrate when you see: a single arrow, pointing up, rising 2-3 mg/dl each minute. Two arrows pointing up, rising more than 3 mg/dl each minute. Single arrow pointing down, falling 2-3 mg/dl each minute. Two arrows pointing down, falling more than 3 mg/dl each minute. Calibrating during a significant rise/fall of your bg may affect accuracy of sensor glucose readings, resulting in you missing a severe low or high glucose event. In addition, it was reported the patient entered bg meter values into the cgm system during periods of signal loss. It should also be noted that the dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. However, a root cause for the reported inaccuracy cannot be determined.